Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not displaying anything on its screen. No harm or injury was reported. They will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not displaying anything on its screen.

Manufacturer narrative:
Complaint details: on 10/29/2020 the customer reported that "the unit is not displaying anything on the display". The customer has tried a different monitor (non-nihon kohden) to see if it will show anything there, and it did not display anything. The customer saw indications that the unit powers on but it does not show anything on the display. Investigation summary: based on the available information, a definitive root cause could not be identified. However, the software version is an old revision and the hard disk drives have exceeded the recommended operating hours (ref (B)(4) - 20,000 hours).

Event description:
The customer reported that their central nurse's station (cns) is not displaying anything on its screen.